Event description:
It was reported that during a ptca / stenting treatment procedure, the quantum maverick monorail balloon ruptured at 20 atms on the initial inflation. The pt was asymptomatic during this event. The quantum maverick monorail balloon was being used to post-dilate a penta stent. The lesion being treated was a 99% stenotic lesion in the mid lad coronary artery. The quantum maverick monorail balloon was removed and replaced with another quantum maverick monorail balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.